Event description:
Sucker broke during surgery. Tip was retrieved. No report of patient injury.

Manufacturer narrative:
H6: suckers are tested during manufacturing for bend strength test. Directions for use for suckers state "it is not intended to be used as a probe or retractor." Product is supplied to another manufacturer where it receives further processing. Product met specifications.